Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of low results for 2-3 patients who are taking biotin that were tested for elecsys tsh assay (tsh). The initial tsh result for each patient was "low". The specific results were requested but have not been provided. The initial result for each patient was reported outside of the laboratory where the physician stated the results did not correspond to the patients¿ clinical picture. No incorrect treatment was administered to any patient. There was no allegation that an adverse event occurred. The instrument type and serial number was requested but has not been provided.

Manufacturer narrative:
The customer was using a cobas 6000 e 601 module. The serial number was not provided. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Product labeling states that the tsh assay is unaffected by biotin levels up to 25 ng/ml and that samples should not be taken from patients receiving therapy with high biotin doses (greater than 5 mg/day) until at least 8 hours following the last biotin administration. Based on the information available a general reagent issue can most likely be excluded. Since the patient samples were not available, the investigation could not be completed.